Event description:
A report was received that the patient had frequent ipg charging. It was noted that it was unknown on what had caused the charging issue whether it was due to ipg being implanted too deep or if there was device malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was implanted too deeply. The patient underwent a revision procedure wherein the ipg was relocated and replaced. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had frequent ipg charging. It was noted that it was unknown on what had caused the charging issue whether it was due to ipg being implanted too deep or if there was device malfunction. The patient will undergo an ipg replacement procedure.